Event description:
It was reported that the patient presented in clinic for follow up. It was found that the patient's right atrial (ra) lead exhibited under-sensing. Chest x-ray revealed the atrial lead was dislodged. Upon interrogation, it was also noted that the patient's pacemaker demonstrated a radio frequency (rf) telemetry anomaly and was producing excessive pacing output. The patient's pacemaker was explanted, and the ra lead was capped on (B)(6) 2025. During procedure, it was discovered that their right ventricular (rv) lead had insulation damage. The rv lead was also capped on the same day, and both leads and the pacemaker were successfully replaced. The patient remained stable throughout the procedure.